Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states under the potential complications section: "potential complications associated with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest." The instructions for use states under the potential complications section: "potential complications from extra-luminal eus guided procedures may include infection, hemorrhage, perforation, and tumor seeding." The instructions for use states under warnings: "do not deploy fiducials under inadequate ultrasound imaging conditions as this may result in the fiducial being inadvertently placed in unintended locations such as the vasculature." Prior to distribution, all echotip ultra fiducial needle are subjected to a visual inspection for product integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following information was received on 09/12/2016: during an endoscopic fiducial placement procedure, the physician used a cook echotip ultra fiducial needle. The following was reported to customer relations: "we have temporarily stopped the (B)(6) after a (late) perforation in one of the patients two (2) weeks ago (end of (B)(6)). We believe the perforation was due to the standard endoscopic ultrasonography (eus) endoscope passage rather than the fiducial placement, but clearly it seems logical to halt the study at present [an independent study, not cook sponsored]. An sae [serious adverse event] has been recorded." [There was no allegation of a serious deterioration in the state of health, intervention, or serious injury at this time]. The following information was reported via the cook complaint reporting form on (B)(6) 2016: a fiducial placement as described above [fiducial placement, two at distal edge of tumor and two at proximal edge] was being performed. The patient was stable throughout the procedure and in recovery and was then discharged. He developed pain an hour or two later and was admitted to his local hospital where a perforation was noted on imaging. He was elderly with significant cardiac comorbidities, and he clinically deteriorated soon after. The local clinical view was not for immediate surgery or even [placing a] stent as he deteriorated rapidly. It was decided to keep him comfortable and he died two (2) days later. We have of course put in a datix form and had discussions with our senior managers, with our endoscopy users chair, and at our mdt [multi-disciplinary team meeting] as a serious event. It has been logged in the study as an sae and recruitment [for the study] has ceased at present. We believe the (slightly late) perforation is related to the passage past the (non-obstructing) tumour with the linear eus endoscope (a recognised although rare complication), rather than being related to the fiducial placement. On review of our local eus practice, our three (3) perforations in nearly 2,000 eus procedures is consistent with international published data.